Manufacturer narrative:
This event occurred at (B)(6). Manufacturer's investigation conclusion: the evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(4), did not reveal any device-related issues. The patient underwent a routine heart transplant on (B)(6) 2022. (B)(4) was returned assembled with the driveline cut approximately 8.0¿ from the pump housing and the severed distal portion of the driveline was returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow graft was returned attached to the outflow elbow which was attached to the pump¿s outlet port. The sealed outflow graft bend relief / bend relief collar was not returned. There was an incidental finding of superficial damage on the distal end portion of the driveline. Upon disassembly of the (B)(4), visual inspection of the blood contacting surfaces within the pump revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a functional issue. The pump was cleaned, and the bearings, rotor and blood contacting surfaces were examined under a microscope; no anomalies related to wear or damage were observed. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) discusses damage due to wear and fatigue of the driveline and includes driveline care instructions. All heartmate ii left ventricular assist device drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii left ventricular assist system patient handbook contains information on caring for the driveline. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent a routine heart transplant on (B)(6) 2022. The pump was evaluated.